Manufacturer narrative:
The insulin pump passed the displacement test, self test and reset error test. No error alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and cracked belt clip slot.

Event description:
It was reported that the customer's insulin pump stopped responding, so the customer replaced the battery and the pump began to make loud noises. Then the customer put in a new battery and the insulin pump gave an unexpected restart alarm. The customer's blood glucose as 137 mg/dl. Troubleshooting was performed. A self-test was performed and passed. The customer stated one of the buttons was not working. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.